Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checkup, the cs100 intra-aortic balloon pump (iabp) units wheel was broken. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, e3, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
Additional contact information: event site postal code- (B)(6). It was reported that during a routine check-up, the cs100 intra-aortic balloon pump (iabp) wheels were broken. Both the wheels need to be replaced with new ones. A getinge field service engineer (fse) confirmed the issue and replaced both wheels (caster, dual-function - 0401-00-0062) with new ones as per po. The machine working ok. There was no patient involvement.